Event description:
Pt was in the MRI suite receiving an MRI of the head and was being ventilated by a MRI compatible ventilator. After the pt had been in the MRI room approx 24 mins the staff entered the MRI room to administer meds to the pt, the ventilator alarm sounded and the staff observed the screen displaying the ventilator settings go black and then come back and on alarming. The screen read "sustained maximum". Pt was immediately removed from the ventilator and an ambu bag was applied to the et tube with 100% o2. Pt subsequently developed pulselessness and CPR was started. Pt was shocked during the code and compressions continued for about 3o mins. After pt was shocked pulse was regained. After pt was returned to her room and the code had ended, a cxr was taken which revealed bilateral pneumothorax which was resolved with chest tubes. The pt continued to deteriorate and died later in the evening. Although it appears the machine malfunctioned, rptr is unsure if this malfunction contributed to the pt's death due to the pt suffering from multiple comorbidities.